Manufacturer narrative:
(B)(4). Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: were both lots total quantity 2 device involved in same procedure? Yes. Device return status/ follow up: the product was returned. Note: events reported via mw # 2210968-2019-89855, 210968-2019-89856.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1. Were both lots total quantity 2 device involved in same procedure? >> yes. 2. Will the product be returned for investigation? >> yes. Note: events reported via mw # 2210968-2019-89855, 210968-2019-89856.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mpz268 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were both lots total quantity 2 device involved in same procedure? Device return status/ follow up. Note: events reported via mw # 2210968-2019-89855, 2210968-2019-89856.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle was broken. There were no adverse patient consequences reported.